Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 40 mg/dl. It was reported that the micro bolus they got smaller and smaller till it did not gave anything, but was doing the act as if it was delivering a bolus but not releasing any insulin into the body. It was reported that the customer was using automode. The insulin pump will not be returned for analysis.